Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved a pressure set (400 psig) w/clave¿ where the customer reported that while screwing the pre-filled syringe onto the valve of the extension set, the screw thread broke and separated the syringe from the screw thread. The syringe has fallen, and a component remained stuck in the syringe's orifice, making it impossible to release the product through the tip. Consequences: the product is unusable despite its cost. The device has been retrieved and is available for examination at the storage area. There was unknown patient involvement, unknown adverse event/human harm.